Manufacturer narrative:
Date of event - unknown month and day of 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for two lesions. Target lesion 1 was de novo located distally below the knee with a 3mm reference vessel diameter and a 10mm target lesion length. The lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. The vessel tortuosity was mild and there was no calcification at the target lesion. The lesion morphology was tight concentric stenosis. Target lesion 2 was de novo located in bypass graft with a 3mm reference vessel diameter and a 10mm target lesion length. The lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. The vessel tortuosity was documented as none. There was no calcification at the target lesion. The lesion morphology was a soft lesion with concentric stenosis. No one-month patient follow up information was provided. The three-month follow up assessment in (B) (6) of 2006 documented that the target lesion was patent. There was one adverse event of amputation secondary to worsening of the local infection. The date of the surgical amputation not provided. No further data was provided. No endovascular interventions required since the initial procedure. No six or twelve-month follow up data was provided.